Event description:
I had the essure procedure done 3 weeks ago and my life has been a living nightmare ever since. The procedure itself was excruciatingly painful. I have had severe cramping in my stomach and lower back. I am bloated and tired, not to mention that I have been bleeding since the procedure was done. The pain that this device has caused me has almost been unbearable.